Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows successfully performed treatments. The review of the complete day shows no abnormalities or deviations. All treatments at this day were finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the treatments. The user operated surgery within the recommended settings. No technical root cause was identified during logfile review. Device worked as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A physician reported tags when lifting the flaps particularly at the six o'clock area (opposite to the superior hinge). Follow up information stated it was noticed the flaps were difficult to lift and seemed to be stuck in one spot. The procedures were completed as planned.